Event description:
It was reported that during hip osteotomy surgery, a small hexagonal screwdriver shaft tip broke inside the screw. Surgeon tried retrieving the broken tip for five minutes but he was unsuccessful and broken tip remained in patient. Patient/status outcome was fine and surgery was successfully completed. This is report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight reported as (B)(6). This report is for an unknown screw/unknown lot. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.